Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient has known sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided medication for the skin irritation. Follow up indicated that the skin irritation improved.